Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in shell, wear abrasion, linear opening, delamination of plug strap disk shell. The leak test and microscopic analysis was performed which identified: a linear sharp opening on posterior side in the same location of crease assessed as fold flaw opening and total delamination of plug strap disk shell assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination of plug strap disk shell assessed as adhesive failure. A crease sharp opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.